Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The device history records for the femoral component did not find any deviations or anomalies. The device history records for tibial component could not be reviewed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. Review of the device history records for the tibial component and bone cement did not find any deviations or anomalies. Review of the primary surgery notes confirms that the patient underwent a right total knee arthroplasty due to severe degenerative joint disease. It was reported that the trial components and final components gave good stability and excellent range of motion. The patella tracked excellently also. Review of the revision surgery notes confirms that the patient underwent a revision right total knee arthroplasty. It was reported in the revision surgery note that very little bony ingrowth was noted on femoral component. It was also reported that the tibial component was removed without difficulty. The cement prosthesis interface was disrupted without difficulty. Product history search revealed no additional complaints against the related part and lot combinations. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt's knee was revised due to pain.